Manufacturer narrative:
Device code 2017: failure to follow steps instructions. The device was not returned for analysis. A review of the lot history record identified, no manufacturing nonconformities issued to the reported lot, that would have contributed to this event. Additionally, a review of the complaint history identified, no lot specific product issue. All available information was investigated. And a conclusive cause for the reported unintended movement, clip jumping and difficult to close the clip could not be determined, in this complaint. The reported difficult leaflet grasping was, due to challenging patient anatomy. It should be noted, that per mitraclip instructions for use states, do not deflect the sleeve tip more than 90 degrees, as device damage may occur. The reported improper or incorrect procedure or method was, due to use error. However, the use error did not influence the reported issue. There is no indication, of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle and was difficult to close during the procedure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The patient had a rotated heart. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but difficult due to the rotated heart. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed, the clip was opened, re-locked, and closed back down but it was noted that the mr returned. Therefore, it was decided to ungrasp the leaflets and reposition the clip. The cds was retracted back into the left atrium and repositioned and upon closing the clip, it was noted that the clip would not close and it popped opened to 60 degrees. Eventually the clip did close, but the physician didn't feel comfortable using it, so it was removed without issues. It was noted that the cds was curved more than 90 degrees during the procedure. The procedure was successfully completed with a new xtw clip. One clip implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.